Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes excessive c urrent drain and telemetry/programming and output anomalies.